Event description:
During a sad case the ceramic portion of electrode broke off into the patient. The broken fragment was not able to be retrieved and the case was abandoned without conclusion. The facility is reporting no patient harm.